Event description:
During the pfa/af procedure, there was a procedural delay due to a baseline issue. Before and after baselining, electrodes 1 and 5 were displayed in orange. The device was reconnected to the amplifier and generator, but the issue was not resolved. All systems were restarted with no resolution. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.